Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: creases fold, wear abrasion and curved opening on anterior. Leak test and microscopic analysis was performed which identified: sharp opening on valve bond edge. The fill test inspection was performed, the result is no blockage. Based on the device analysis, the final assessment is a sharp opening on anterior assessed as an unidentified (tear) opening.